Event description:
While attempting to reposition the coil it became stretched with approximately 80% of the coil still contained within the aneurysm. The coil broke from the delivery wire and a portion of the coil was removed from the patient with the delivery wire. Part of the stretched portion of the coil protruded from the aneurysm into the parent vessel and two stents were placed to secure the protruding coil to the vessel wall. Additional coils were deployed successfully without issue and the procedure was completed. There was no reported clinical consequence to the patient.

Event description:
While attempting to reposition the coil it became stretched with approximately 80% of the coil still contained within the aneurysm. The coil broke from the delivery wire and a portion of the coil was removed from the patient with the delivery wire. Part of the stretched portion of the coil protruded from the aneurysm into the parent vessel and two stents were placed to secure the protruding coil to the vessel wall. Additional coils were deployed successfully without issue and the procedure was completed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided the device was used in accordance with the directions for use. Based on the investigation findings and the information provided it was determined that operational context was the most probable cause of the broken coil.